Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device was explanted as it declared a 1003 code indicative of voltage too low for remaining capacity. No adverse patient effects were reported.